Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft separation occurred. The target lesion was located in the right coronary artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noted that the device delivery shaft was fractured. The opticross¿ imaging catheter was then removed together with the unknown guide catheter. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed no issues or damage were found. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that shaft separation occurred. The target lesion was located in the right coronary artery. An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noted that the device delivery shaft was fractured. The opticross imaging catheter was then removed together with the unknown guide catheter. The procedure was completed with another of the same opticross imaging catheter. No patient complications were reported and the patient's status is stable.